Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were doing pretty well with the device and then had a sudden return of bowel symptoms. They went on a special diet and they were doing pretty well, then the bowel symptoms got worse all of a sudden. It was so bad that they had to come home from something they were doing because of it. They also started having urinary incontinence and they were not able to make it to the bathroom on time to urinate. They woke up at night and had to urinate so bad. They had generally made it to the bathroom before, but now they don't. The patient stated they never had that type of bladder symptom before. During the report, it was noted that the therapy was not on. It was reviewed that the therapy needs to be on in order to be effective. They successfully turned the therapy back on. The patient then reported feeling stimulation down their right leg. They were on program 2 and stated they never felt stimulation in their bike seat area, but had always felt stimulation down their leg. The patient turned stimulation down and they did not feel stimulation in their leg and did not feel stimulation at all. Changing programs was reviewed with the patient and during the report, they went through all four programs. On each program the patient reported they did not feel stimulation in the bike seat area, but rather in the leg, but higher up in the leg than they usually felt stimulation. The patient changed to program 3 where they felt stimulation comfortably in the upper leg closest to the bike seat area. It was recommended that the patient follow up with their healthcare provider. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.